Event description:
It was reported that solution was leaking from the y-set bag. The source of the leak could not be identified. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned, and an evaluation is complete. A batch review was performed with no issues found that would cause or contribute to the reported issue. A visual inspection was performed with both the naked eye and under microscope and found one hole in the bag near the main seal. Functional tests, including leak, clear passage and clamp function testing were performed and found a leak from the identified hole. Upon completion of the investigation, the reported issue of leak was verified via sample analysis; however, the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.